Event description:
The initial reporter stated that the pump would only turn on when it was plugged in. They stated that this resulted in an approximately three hour delay of therapy. They stated that the patient was unable to supplement their feeding. Mmdg did follow up with the initial reporter, and they stated that the patient had not experienced any adverse effects due to the complaint. (B)(4).

Manufacturer narrative:
The pump was returned to mmdg for evaluation. A DHR review was completed and found no non-conformances. When the device was returned to mmdg, the pump battery had failed, which resulted in the pump only operating when plugged in. The pump was serviced to correct this issue. This report is being filed for the delay in therapy that the patient experienced due to the complaint.